Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during prior to use testing, a physician inserted water into the cuff of a tracheal tube to check for leaks. They found a pin hole on the pilot balloon, from which the water was leaking. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). A hole in the proximal pilot balloon was confirmed. The confirmed issue s a known issue and has been investigated under corrective and preventative actions. Complaint trends will continue to be monitored.